Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 536 mg/dl while wearing the pod between 4 and 24 hours (abdomen). Symptoms reported include elevated blood glucose levels. The patient was treated with intravenous fluids of saline chloride solution. As treatment, an injection of insulin was also administered.

Manufacturer narrative:
A crack was found in the top housing and was determined to have allowed fluid to enter the device. Corrosion was observed inside the device on the batteries and pcb (printed circuit board). The download data showed an alarm which was likely caused by the fluid inside the device. The exact cause of the outer housing crack could not be conclusively determined.